Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: the patient underwent an open total knee replacement procedure. The suture was applied to quadriceps musculotendinous region proximally and medial parapatellar capsular layer distally. The thread of the suture broke one month and two weeks after the procedure. The patient's medical history is hypertension and previous left dsaek. The patient underwent repair surgery. This led to an extension in the patient's hospital stay. The patient outcome is alive, no injury.